Event description:
It was reported that during a ptca/stent procedure the stent was moving on the delivery system. The stent delivery system was placed in the mid right coronary artery, when it was noted that the stent was moving between the markers. The stent delivery system was partially inflated during its removal from the patient. Reportedly, there was no patient injury associated with this event.